Manufacturer narrative:
MDR 3003442380-2026-20971 / initial 4 of 4. Name: tandem, country: united states of america, address ¿ line 1: 11045 roselle street, address ¿ line 2: suite 200, city: san diego, state: california, zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set fell off event on 22 apr 2026. The infusion set was in use for few hours.